Event description:
Complainant stated suction canister imploded. There were no pt consequences.

Manufacturer narrative:
Serial number (B)(4) corresponds to lots 20130408, 20130409, 20130410 and 20130429.